Event description:
Boston scientific received information that during implant procedure before pocket closure, this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead intermittently oversensed noise. Troubleshooting was performed but was unsuccessful. Possible air in the header was suspected. Additional information from the field representative indicates that the source of the noise/oversensing was not conclusively identified but was resolved after a new device was connected. Further, no reports of asystole greater than 2 seconds were noted. The device was explanted and replaced with a new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram or review of evidence submitted by the field indicated that the noise on the ventricular channel was due to air bubbles. The lab confirmed the noise allegation was due to a damaged seal plug. During lead insertion, air gets entrapped and compressed in the lead barrel. Escaping air from a damaged seal plug may result in non-cardiac signals, sensed as vt/vf or pvc beats, and may lead to oversensing.